Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the customer was informed to continue using the pump, with instructions to call back if the malfunction code reappeared. The issue did not recur after the reset.